Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported a possible allergic reaction at the insertion point of his sensor. On (B)(6) 2019 the patient went to a physician who advised the patient to relocate the sensor insertion site from his abdomen to arm. The patient was prescribed a cream-based medicine to treat the affected area but could not specify the name of the prescribed cream. At the time of contact, it was indicated that the affected area is now okay. It was reported that the patient wore the sensor beyond seven days, which is misuse of this device. No additional event or patient information is available.